Manufacturer narrative:
(B)(4) - there appears to have been a temporal relationship between the patient¿s symptoms and subsequent hospitalization and the liberty cycler as the patient¿s physician instructed peritoneal dialysis nurse to order the patient a new liberty cycler. The patient had an exacerbation of malignant hypertension, fluid overload as a result of under dialyzing, and subsequent hospitalization. During hospitalization, the patient experienced hyperphosphatemia with puritis causing the visible skin excoriations on physical exam, hypercalcemia with no reported episodes of tetany, hyperparathyroidism with a reported parathyroid hormone level of 1200 requiring patient to undergo hyperparathryoidectomy under general anesthesia. This was a very medically complex patient with a significant medical history and endocrine disorders requiring medical interventions during this hospitalization. There is a potential of patient non- compliance with phosphate binders, antihypertensive medications but this is not confirmed. A follow up MDR will be submitted upon the completion of the plant's investigation.

Event description:
It was reported by the patient's peritoneal dialysis registered nurse (pdrn) that peritoneal dialysis patient was underdialyzing. Patient's pdrn later confirmed that patient was hospitalized (B)(6) 2017 due to high blood pressure and had for parathyroidectomy while in the hospital. Patient's pdrn stated that the hospitalization had nothing to do with the fresenius cycler and patient was non-compliant with patient's blood pressure medications. Patient was performing continuous cycling peritoneal dialysis therapy. Fluid overload was suspected as a result of under dialyzing, and episode of exacerbated hypertension resulting in subsequent hospitalization on (B)(6) 2017. Review of the received medical records revealed that patient was presented at the hospital with accelerated hypertension blood pressure reported as 220/148 from the clinic, phosphorous 11.6, parathyroid hormone was 1200 and blood pressors have improved with adjustments to antihypertensive medications. Patient initial work up was positive for elevated calcium levels (hypercalcemia) and hyperphosphatemia. Patient had a positive history of malignant hypertension and experiencing aches in upper extremities. Patient denied any cardiac history but was evaluated for possible parathyroidectomy during the admission. There is a discrepancy noted between patient¿s pdrn reported and the information documented in the received medical records. Patient had a confirmed history of malignant hypertension. Physical exam was performed and it was benign. The review of systems was negative except for admitting history of present illness and excoriations over the face and extremities from increasing pruritus (itchiness). Patient underwent surgical procedure under general anesthesia for parathyroidectomy on (B)(6) 2017. Physical exam was performed. Review of systems on physical exam showed within normal limits except for cardiovascular, metabolic, renal and anemia. Patient was discharged to home on (B)(6) 2017 and continued continuous cycling peritoneal dialysis therapy.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without any failures or problems. An investigation of the device manufacturing records was conducted by the manufacturer. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. The device history review found no related items. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification.